Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that the wake button was intermittently sticking. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.